Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found one additional complaint against the femoral head and insert. Per wi-3430, revision c, a review of the device history records is no longer required for these devices. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec¿d (B)(6) 2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metallosis,. Osteolysis, corrosion, vertical cup, and loose femoral stem. Records are available for further review. The complaint was updated on: (B)(6) 2014.